Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis, as listed in the absorb gt1 instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 12 mm absorb gt1 referenced, is being filed under a separate manufacturer report number. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevlant information.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a de novo lesion located in the proximal left anterior descending (lad) artery with 90% stenosis. Predilatation was performed using a 2.0x12 mm balloon catheter. Two absorb gt1 scaffolds (3.0x12; 3.0x18) were implanted. Six days later in-scaffold thrombosis was noted in the proximal lad. Aspiration of the thrombus was performed. An intra-vascular ultrasound (ivus) control was performed. Dilatation was performed with a 3.0x15 and a 3.0x18 mm balloon. Two xience stents (3.5x18mm; 3.0x15mm) were implanted to complete the procedure. The patient is fine. No additional information was provided.